Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor informed that at the end of the procedure the permanent cautery hook or large needle driver (pending confirmation) connector was damaged. There was no reported injury. It was unknown if a fragment fell into the patient.